Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right iliac artery. A 10 x 39 mm omnilink elite was used with a non-abbott 6 fr, 10 cm sheath. During the attempt to advance the omnilink elite through the sheath, the omnilink elite got stuck in the sheath causing the stent to dislodge from the balloon inside the sheath. The guide wire was kept in place; however, the sheath with the omnilink delivery system and stent inside it were removed. The sheath was replaced with a 7 fr sheath and a new unspecified device was used to successfully complete the procedure. There was a 20 minute delay in the procedure; however, it was not significant for the patient. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance was not confirmed because the stent on the omnilink elite was already damaged. The dislodgement was not confirmed; however, the stent had moved on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine conclusive cause for the reported difficulties. It may be possible that the introducer sheath was bent or angled in the anatomy such that the lack of clearance available was reduced further causing resistance with the stent. The stent movement and stent damage likely occurred during the attempt to advance against resistance in the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.